Event description:
It was reported that a patient who underwent anterior capsulotomy with the catalys system (system) subsequently experienced an anterior capsule tear in the operating room during the surgical procedure to remove the cataract. The surgeon noted that there may have been an attachment of the capsulotomy disc to the lens capsule. The surgeon noted the anterior capsule tear during injection of the viscoelastic. No add¿l complications and/or medical intervention were reported.

Manufacturer narrative:
The system database, optical coherence tomography (oct) recording, operating room surgical video, and/or the system video display recording were not available for analysis as the subject patient could not be uniquely identified. The specific cause(s) of the anterior lens capsule tear are unk.